Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint is confirmed. The root cause is the blocked motor. This will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an error code e1871 and a loud motor at power up. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found no physical damage. The device was functionally tested and the customer stated problem was confirmed. The pump showed lec 1871 after powering on. The cause of the issue was found to be a blocked motor. The motor was replaced. The service history of this device shows that this device had been in for service but was not related to the customer stated problem.